Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to device non-functional. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following a revision procedure (MFR# 3006630150-2017-04910), patients ipg had difficulty communicating with neither the remote nor the clinician programmer (cp). The patient will undergo an ipg replacement procedure.

Event description:
A report was received that following a revision procedure (MFR# 3006630150-2017-04910), patients ipg had difficulty communicating with neither the remote nor the clinician programmer (cp). The patient will undergo an ipg replacement procedure.